Event description:
Information received indicates tubing is leaking at threaded end where the tubing meets catheter. Catheter used is the ultrasite valve made by bbraun.

Manufacturer narrative:
Product was not returned for investigation and a lot number was not provided. The complaint could not be confirmed.